Manufacturer narrative:
Two photos and a video were reviewed for evaluation. According to the video, the reported problem was confirmed. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a particle was identified in a cassette during visual inspection. These cassettes are used for delivery of the controlled substance fentanyl citrate; therefore, the cadd cannot be provided. A video of the particles has been attached for reference. Staff described the particles as ¿small, white, opaque, and round.¿ consistent with those previously observed.